Event description:
A 2.75 mm diameter x 12 mm length endeavor rx drug-eluting coronary stent was deployed in to a pt for treatment of ischemia. The target lesion, located in the om # 12 was described as moderately tortuous and calcified. Approx 5 months before this procedure, the pt had two other endeavor rx stents were implanted in the lcx # 13. (MFR report# 2953200-2009-01861, 2953200-2009-01862). No abnormality, no damages on the vessel and no thrombus were observed. However 6 weeks after this procedure, the pt was taken to the hospital due to cardiopulmonary arrest and expired on the same day. The physician commented that both, the root cause of the event and the relation between the event and the relevant device is unk.

Manufacturer narrative:
Eval results: (death).